Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of "needle punctured sheath".

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used during an electronic transbronchial biopsy procedure performed on (B)(6) 2026. During the procedure, the needle tip directly punctured the wall of the sheath while being withdrawn from the scope. The procedure was completed with another expect pulmonary olympus 22ga. The patient's condition at the conclusion of the procedure was reported to be stable.